Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, and was hospitalized on the same day. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with unknown antibiotics for the peritonitis. Five days after hospitalization started, the patient was discharged. Dianeal therapies were ongoing. The patient has recovered from the peritonitis event. Additional information was requested but is not available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The consumer stated they did not notice any packaging defects or opened packages in relation to the minicaps and did not find any dry sponges in mini caps prior to use. The route of antibiotic treatment was intravenous (not previously specified). A review of all batch record documents was performed for potentially associated lot numbers h14e08071 and h14c30021 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.